Event description:
It was reported that the balloon would not completely inflate. As a result, the iab was removed and a second iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "blood reflux into the helium lumen" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the iabc flex tip assembly. The damaged central lumen can result in blood entering the helium pathway. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the balloon would not completely inflate. As a result, the iab was removed and a second iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The customer provided videos for analysis. The videos were reviewed and show a fluoroscopy view of the patient and iab catheter. The videos did not show clear imaging of any damage to the iabc or any blood leak. The reported issue could not be confirmed based on review of the video. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab "balloon leakage issue and the balloon was broken in body when doctor removes process, the blood reflux into the helium lumen" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the balloon would not completely inflate. As a result, the iab was removed and a second iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).